Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose level was 222 mg/dl. It was reported that the customer insulin pump was no longer working and fluid under the screen display. The customer was advised to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly. Insulin pump received with corroded battery tube noted.